Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges that "the endotracheal tube was obstructed by a processing residue." Alleged defect was detected during use. No harm to the patient was reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges that "the endotracheal tube was obstructed by a processing residue." Alleged defect was detected during use. No harm to the patient was reported. Patient condition reported as "fine".